Manufacturer narrative:
Associated with MDR #: 2029214-2023-01785. A2. Reported patient age is the mean age for all patient included in the literature article. B3. Earliest publication date is used for reported event date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Han, j., liang, f., zhang, y., zhang, y., liang, s., zhu, h., chang, y., ma, c., liu, l., jia, z., jiang, c. (2023). Pipeline embolization devices for the treatment of nonsaccular aneurysms in pediatric patients. Frontiers in neurology, 14, 1115618. Https: //doi.org/10.3389/fneur.2023.1115618 medtronic review of the literature article found a retrospective review of the 16 pediatric patients with 16 nonsaccular aneurysms treated with pipeline embolization devices between june 2015 and july 2021. All patients received dual antiplatelet treatment (dapt). It was noted that for most cases a marksman or phenom 27 microcatheter was used for pipeline delivery and a pre-jailed echelon 10 microcatheter was used for delivery of adjunctive coils. 7 of the 16 patients had adjunctive coiling in addition to pipeline implantation. For vertebrobasilar junction aneurysms, pipelines were implanted in the dominant vertebral artery and used to occlude the non-dominant vertebral artery to reduce risk of post-operative aneurysm rupture and increase aneurysm embolization. 8 patients had a single pipeline implanted, 5 patients had 2 pipelines implanted, and 3 patients had 3 or more pipelines implanted. There were no reported intra-operative complications. 3 other patients had serious adverse events post-operatively: a 4-year-old male patient had 3 pipelines implanted with adjunctive coiling which was completed successfully to threat left vertebral artery aneurysms. The patient was kept under anesthesia for 48 hours post-procedure. After waking from anesthesia, the patient was unable to swallow independently due to mass effect and a gastric tube was inserted. 10 days post-operative, the patient developed dyspnea secondary to pneumonia and was intubated through a tracheal tube with ventilator-assisted breathing. 30 days post-operative, tracheotomy was performed. At 55 days post-operative, the patient was considered recovered without any neurological sequalae. 9 months later, digital subtraction angiography (dsa) showed complete occlusion of the aneurysm and the patient had modified rankin score (mrs) of 0. A 10-year-old male patient had 2 overlapping pipelines implanted with adjunctive coiling successfully completed to treat a 27.3mm vertebrobasilar junction aneurysm. 2 months after the procedure, the patient experienced left sided muscle weakness and left facial paralysis. The patient was treated conservatively and was noted to be recovered after 9 days with mrs 0 at most recent follow-up. A 17-year-old male patient had a single pipeline implanted to treat a max diameter 27.5mm basilar trunk aneurysm. At 18 months post-operative, pipeline stent foreshortening was observed and the patient underwent a retreatment procedure in which a second pipeline was implanted overlapping the first.